Manufacturer narrative:
Additional information: date of event is corrected to (B)(6)2019 event - the reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens of -0.50/2.0/170 into the patient's right eye (od) on (B)(6)2019 . On (B)(6)2019 the lens was explanted due to refractive surprise. The reporter indicates the cause of the event is device. Patient code (B)(4). Corrected data: common device name should be corrected to phakic toric intraocular lens in original MDR. Claim #(B)(4).

Manufacturer narrative:
"Vtich12.6" should be corrected to "vticmo12.6" in original MDR and MDR supplemental #1. (B)(4).

Manufacturer narrative:
Event description: "the lens was explanted due to refractive surprise and blurred vision". Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Function inspection found the lens sphere and cylinder to be within specifications but found the lens axis to be 3° out of specficiations. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vtich12.6, -0.50/2.0/170 (sphere/cylinder/axis), implantable collamer len into patient's right eye (od) on (B)(6) 2019. Reportedly refractive surprise was observed. Lens remain implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).